Manufacturer narrative:
Evaluation: as the cleaning brushes involved in this report were not returned for evaluation; the reported occurrence could not be confirmed. A review of the device history record for this complaint could not be conducted as the lot number was not provided. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a full investigation could not be performed because the cleaning brushes were not returned for evaluation. The cause of the report could not be conclusively determined. However, we can provide the following comments: the rainbow endoscopic cleaning brush is intended for cleaning upper and lower gastrointestinal endoscopes with instrument channel diameters between 2.8 mm and 4.2 mm. This cleaning brush is supplied non-sterile and can be sterilized following the instructions for use. The cleaning brush is reusable if its integrity remains intact. The following information was received. The brushes were broken and that there was no patient contact. Due to the cleaning brushes not being returned for evaluation the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution all rainbow endoscopic cleaning brushes are subjected to inspection to ensure device integrity. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.

Event description:
When cleaning the endoscope, the brushes fall off. The brushes were removed from the endoscope before use on the patient. No patient involved.